Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two openings assessed as fold flaw opening. ¿ capsular contracture: unable to observe. As per the investigation procedure, non-penetrating, creases and wear abrasion.¿¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4; d9; h3; h4; h6

Event description:
Healthcare professional reported right side intracapsular rupture and capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side intracapsular rupture and capsular contracture baker grade iii/IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii/IV.